Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary -based on the received x-rays only two plates with their corresponding screws are visible. No final statement is possible regarding allergic reaction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reason of the implantaion of the material : the 2 bones of the forearm broke the eczema of the patient increased several years after the initial implantation.

Manufacturer narrative:
Additional device pro code: hrs. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that initially, the patient had osteosynthesis surgery due to two broken bones at the forearm on (B)(6) 2014. On (B)(6) 2019, during a control consultation with the surgeon, the surgeon mentioned that the patient has a suspicion of an allergies. The patient had eczema all over the body, predominantly on the left forearm where the devices are implanted. The eczema of the patient increased several years after the initial implantation. Removal of the implants will be determined after the results of the allergology test. Patient is in stable condition. This incident involves fifteen devices. This (B)(4) captures five devices, while (B)(4)captures additional ten devices. This report is for one (1) cortex screw. This is report 1 of 5 for (B)(4).